Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion that the patient experienced pain during intercourse, pelvic pain, bladder problems incontinence and recurrence of incontinence. Also reports exacerbation of depression and panic attacks attributed to mesh and mesh injuries. (B)(4) ¿ dyspareunia; bladder problems.